Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that during the troubleshooting for an unrelated alarm on the homechoice device, the care giver (cg) stated that they saw air gaps in the patient line during the initial drain of peritoneal dialysis therapy. The home patient (hp) was connected at the time of the event. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported issue. The technical service representative assisted the cg in ending the therapy and advised the cg to start over with all new supplies to complete the therapy for the hp. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.